Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-19. H6: investigation summary: bd received 12 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter, embedded foreign matter in shield, and damage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and confirmed 12 tubes which had foreign matter in the gel, 2 tubes that were damaged, 2 caps that were dirty, and 3 tubes that were dirty. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that 19 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "following issues were found in tubes (367963) from lot 0258353: fm in gel ×12, damaged tube ×2, dirty cap ×2, dirty tube ×3".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 19 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "following issues were found in tubes (367963) from lot 0258353: fm in gel ×12, damaged tube ×2, dirty cap ×2, dirty tube ×3".